Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported.